Manufacturer narrative:
Additional product code hrx. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while the surgeon was using the reamer irrigator aspirator (ria) system for bone graft harvest from the right femur to repair a tibial non-union the tip of the ria drive shaft was broken, and the tip remained lodged in the ria reamer head. The surgeon measured the medullary canal during pre-operative scout x-rays and a 16.5mm ria reamer head was chosen for the ria assembly based on a 16mm canal measurement. Ria was tested for proper connections and irrigation/aspiration before inserting it in the patient. He encountered difficulty before the reamer reached the isthmus and decided to change the ria head to 16mm. Upon 2nd pass, the reamer was unable to advance passed the isthmus again. After troubleshooting, it was found out that the aspiration was clogged and there wasn't any bone graft collected in the ria filter. At that point, everything was disassembled and was discovered that the tip of the ria drive shaft was broken. Ria shaft was changed and jumped up to a 17.0mm ria reamer head since it was the only size left to choose from. No broken pieces remained in the patient. There was a 30 minutes surgical delay. The procedure was successfully completed. There was no patient consequence. This is report 01 of 04 of (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part # 314.743, synthes lot # 5236556, supplier lot # 14382-01, release to warehouse date: 04 may 2006, supplier: (B)(4). No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on (B)(6) 2020, while the surgeon was using the reamer irrigator aspirator (ria) system for bone graft harvest from the right femur to repair a tibial nonunion the tip of the ria drive shaft was broken and the tip remained lodged in the ria reamer head. The surgeon measured the medullary canal during pre-operative scout x-rays and a 16.5mm ria reamer head was chosen for the ria assembly based on a 16mm canal measurement. Ria was tested for proper connections and irrigation/aspiration before inserting it in the patient. He encountered difficulty before the reamer reached the isthmus and decided to change the ria head to 16mm. Upon 2nd pass, the reamer was unable to advance passed the isthmus again. After troubleshooting, it was found out that the aspiration was clogged and there wasn't any bone graft collected in the ria filter. At that point, everything was disassembled and it was discovered that the tip of the ria drive shaft was broken. Ria shaft was changed and jumped up to a 17.0mm ria reamer head since it was the only size left to choose from. No broken pieces remained in the patient. There were a 30 minutes surgical delay. The procedure was successfully completed. There was no patient consequence. This complaint involves four (4) devices. Investigation flow: damage. Visual inspection: the drive shaft-minimum 520 mm length for use with ria (p/n: 314.743, lot #: 14382-01) was returned and received at us cq. Upon visual inspection, it was observed that the device was broken at the proximal end of the driver shaft helix component. The broken component was not returned and the driver shaft helix was deformed. There were scratches and nicks all over the device but has no impact on the functionality of the device. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed . Drive shaft assembly: 314_741, rev. M/g. The device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the drive shaft-minimum 520 mm length for use with ria (p/n: 314.743, lot #: 14382-01). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.